Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was confirmed during the sample evaluation. The problem was confirmed, in the event history log review, as a failure code 94. The cause was determined to be a damaged battery. The main battery was replaced onsite at the facility by a field service technician in order to resolve the issue. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Event description:
The facility reported a flogard infusion pump where the "equipment locked". It is unknown if this event occurred during patient use. There was no report of patient/user injury nor medical intervention. No additional information is available at this time.